Event description:
It was reported by service report that the brakes were not holding sufficiently. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Eval result: brake cam.